Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported feeling disoriented with result of 195 mg/dl obtained on the aviva system. He drank orange juice and an ambulance was called. Customer tested 54 mg/dl on the professional device "around" 10 minutes from the result of 195 mg/dl. Customer was treated with a saline IV and taken to the hospital. Customer was given glucose at the hospital; he was admitted overnight and then subsequently transferred to a second hospital as a result of his heart condition. Customer was admitted overnight. Requested return of suspect device and replacement was sent.